Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between february 25, 2020 - february 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection, which did not reveal any issues related to the reported condition. A functional testing was performed, which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause was not determined. However, the most likely cause, was due to inadequate or lack of cyclohexanone being applied to the cap tube when it was inserted to the spike port, during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked from the middle port right after compounding. There was no patient involvement. No additional information is available.